Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was moved because it was too close to the surface. The patient did not remember when this occurred. The patient had a brain injury that affected her memory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.